Event description:
It was reported that the patient experienced a pericardial effusion. During a procedure to treat atrial fibrillation, the farawave pulsed field ablation catheter was removed from the body and the plan was to perform another map of the left atrium, when the patient blood pressure began to drop. An effusion was observed and a pericardiocentesis was performed. The catheter was retained by the customer. It was further reported that the lot number is 35340493. The effusion was confirmed through intracardiac echocardiography (ice). The size of the effusion was not confirmed but was in the left atrium. The patient is doing well and was discharged home. Activated clot time (act) was checked and above 300. Anticoagulants were administered as they typically are for each pfa procedure. The catheter is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.